Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the device was received with missing drive support sticker, moisture damage at the motor assembly and electronic assembly, scratched window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the patient dropped the insulin pump into water. It was stated that the device was dried, and continued working. However, the drive support cap was missing. Nothing further was reported.